Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss) to unipolar in may 2021 due to high out-of-range pace impedance measurements greater than 2,000 ohms. Rv impedance trends varied from the mid-600 ohms range to spike as high as 2,261 ohms. Unipolar noise was reproducible in clinic, however the out of range pace impedance measurements were not. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported, that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss), to unipolar in may 2021. Due to high out-of-range pace impedance measurements greater than 2,000 ohms. Rv impedance trends varied from the mid-600 ohms range to spike as high as 2,261 ohms. Unipolar noise was reproducible in clinic. However, the out of range pace impedance measurements were not. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.